Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The pin that holds the switch on the back of the mics came loose and the switch fell off. I was not able to get a lot or serial number because the switch to rotate the mics handle is broken. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the pin that holds the switch on the back of the mics came loose and the switch fell off. Product evaluation and results: "visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not pivot because the latch to unlock that function had dislocated." Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k0b1b and accepted into final stock on 04/17/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b1b shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA (B)(4).

Event description:
The pin that holds the switch on the back of the mics came loose and the switch fell off. I was not able to get a lot or serial number because the switch to rotate the mics handle is broken. Case type: tka.